Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, judging from the manufacturing year, it is unlikely that the peeling was due to aging deterioration. Therefore, it is likely the phenomenon occurred due to an external force applied to the relevant part by strongly rubbing during daily use (including reprocessing). Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user¿s allegation was confirmed. During evaluation, the biopsy channel (bx) was found to have tear marks and to be leaking and the forceps cover glue was peeling. In addition, the probe unit had a minor chip which did not affect the function of the device, the first switch button was cut and there was cracked rubber. There was also loose scope connector and the name plate was detached on the control body. The investigation is ongoing and follow up with the reporter is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the reporter.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed the leak test during reprocessing. The device was leaking at the distal end. The intended procedure was therapeutic. Upon inspection and testing of the returned unit, the forceps cover glue was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.